Event description:
It was reported to the MFR that a customer encountered difficulties during use of a detachable coil. The pt was admitted for treatment of a ruptured aneurysm located in the right internal carotid artery (ica). The physician attempted to pack the ruptured aneurysm with the coils. The size of the aneurysm being treated was 11.7 x 9.3mm. The pt's anatomy was reported to be tortuous. Friction was encountered during the delivery of this coil. During the physician's attempts to reposition the coil, it unexpectedly detached, leaving a tail of 10cm outside the aneurysm and in the parent ica. An angiogram was performed post procedure and it was found there was a "small filling defect in mca branch". The pt was discharged from the hosp experiencing left sided paralysis.

Manufacturer narrative:
Other (tail of coil is left outside the aneurysm and in parent artery). This initial MFR. Report # 2939204-2008-00232 is related to initial MFR. Report # 2939204-2008-00233.